Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "exchange due to the patient's concern with the product." Later patient reported "auto immune disease-ndr." Healthcare professional reported "deflation." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Clarification to d6a implant date: 1999 (year only received.). Laboratory analysis summary the device related to the reported event of deflation, autoimmune disorders and anxiety - product/ procedure received on (B)(6) 2025, with catalog number mcghan360cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed. ¿ autoimmune disorders: unable to observe since it is a medical event and is not related to the device. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "exchange due to the patient's concern with the product." Later patient reported "auto immune disease-ndr." Healthcare professional reported "deflation." This record is for the right side. The device has been explanted.